Manufacturer narrative:
Event date was provided as (B)(6) 2015. The device is not available for evaluation; a supplemental report will be submitted if the device becomes available for evaluation.

Event description:
After three days of use, it was reported that the cannula of the cleo® 90 infusion set became bent and dislodged from the patient's body resulting in the patient going into diabetic keto acidosis requiring medical intervention with insulin and intravenous fluids. The patient's blood glucose rose to 400mg/dl t0 500mg/dl. The patient was hospitalized and released after 4 days.